Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized twice and that the insulin pump had been alarming for no delivery. The customer was hospitalized on (B)(6) with a blood glucose reading 780 mg/dl. The customer was also hospitalized on (B)(6) with diabetic ketoacidosis and the blood glucose reading was 500 mg/dl. The customer was wearing the insulin pump on both events. The drive support cap appeared normal and recessed. Due to recurring no delivery alarms, the customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.